Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was attended to by paramedics at their home for blood glucose (bg) values that dropped to 19 mg/dl. For treatment, the patient was given a intravenous (IV) of glucose. The patient fell and injured his knee, as a result of the low bg's. The pod was worn between 24 and 36 hours on the abdomen. The pod was discarded and the paramedics left after 1 hour.